Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error code: 1104 back up alarm failed message. The device was being used to create a treatment plan for respiratory assistance. It was confirmed that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse created a bench work order for repair. Per good faith effort (gfe) response received (B)(6) 2024, it was confirmed that the device was not in patient use. The device came to biomed shop with an out of order tag with the reported issue. The customer did not have access to the diagnostic report (drpt). It is unknown if the issue happened during power on self-test (post).

Manufacturer narrative:
The device was sent into bench for repair. The bench evaluated the device and confirmed that the diagnostic report logged error code 1104 "postbackupaudible failed" message on 04-02-2024. The bench did not find any other instances of error 1104. The bench attempted to duplicate the error by booting up the unit many times over a period of several days but could not duplicate error 1104. Due to the intermittent nature of the error, the bench recommended replacing the central processing unit (cpu) printed circuit board assembly (pcba) to fix problem. The investigation is ongoing.

Manufacturer narrative:
Bench repair replaced the central processing unit (cpu) printed circuit board assembly (pcba) for preventative measures; the reported issue could not be duplicated. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.